Event description:
Boston scientific crm received information that this transvenous right atrial (ra) lead did fracture and was eventually replaced with a competitor's lead. There were no reported adverse patient effects as a result of this clinical observation.

Manufacturer narrative:
To date, information suggests that this lead was removed from service but has not yet been returned to the boston scientific post market quality assurance laboratory for analysis purposes. If new information becomes available, this report will be further evaluated and updated.

Event description:
--

Manufacturer narrative:
Final analysis could not confirm the allegation of atrial lead fracture. Only a section of the lead was returned, with the terminal pin and the helix missing. It was observed that the anode coils on both ends were cut and the cathode coil distal to the serial numbers was cut. Further analysis concluded that the cathode coils under the serial number had been cut. Tooling marks and ductile dimples were observed on each of the inner coil wire ends at the 25 mm site of interest. These features indicated that the coil was cut. As of this report, investigation is concluded. If new information were to become available, this report will be further evaluated and updated.

Event description:
--

Manufacturer narrative:
Most recently, this medical device has been returned to the boston scientific (B)(4) laboratory but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.